Event description:
It was reported that during software upgrade, the patient received inappropriate shocks and the device consequently went into backup vvi. A device code was successfully downloaded. The software upgrade was then performed with therapy disabled. The device was reprogrammed to its previous parameters. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(6).